Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing with the device is affected.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to the reported trauma. However, to determine and confirm an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.

Event description:
Hearing with the device is affected.

Event description:
Hearing with the device is affected. The user was reimplanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the coil pin that is typical for severe external impact to the implant site.